Manufacturer narrative:
The device history record was reviewed and the lot met all release criteria. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported the doctor felt a "drag" on the catheter after deployment and upon the next cavogram it was noted the filter shifted caudally from l1 to mid l3. One of the legs is above the apex. The filter remains implanted. Information has been requested, but not received, regarding whether any intervention was taken. There was no patient injury reported.